Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter. Additionally, the instrument was found to have bent electrical contacts that are located inside the tube adapter. The instrument was found to have abrasions on the tube adapter. The complaint regarding the spatula tip would not attach, was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar cautery instrument tip was damaged. The spatula tip will not attach. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing fell into the patient.